Event description:
It was reported one year post implant of a swedish adjustable band, the patient enrolled in the sagb registry experienced esophageal dilation. One cc was removed from the band. At the 18 and 24 month follow up visits, the dilation was not reported.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Port remains implanted.